Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer reported that while connecting the monopolar curved scissors instrument to the cord, a metal attachment segment from the instrument's cord broke off. The piece was retrieved, nothing fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the banana plug was found to be broken. One outer piece of the banana plug had broken off. The plug was still attached to the instrument. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.